Event description:
Underdelivery noted during routine pump testing. The pump was tested after return from in-home pt use. There were no reports of any pump problems/pt events while the device was in use. During testing, the pump was set at a concentration of 1mg/ml and an infusion rate of 20mg/hr with a container size of 40mg. Testing was stopped when the display indicated delivery of 30.3ml. The actual volume rec'd measured 22-23ml. No further info was available.

Manufacturer narrative:
A review of the pump's history log indicates the pump was programmed for 1mg/ml at a rate of 20mg/h. On 6/9/97 the pump infused for a total of 1 hour and 31 minutes. An infusion test ran at 1mg/ml, 20mg/h for a total of 40mg within system specifications. The accuracy percent error was -2.6%.